Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The patient¿s blood glucose level was 243 mg/dl at the time of the incident. Issue was not resolved by troubleshooting. Reportedly, he remembered 3 vibrations and after that the pump went dead and has changed batteries and cleaned the cap and spring and it did not come back on. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Insulin pump power up properly after battery installation. No blank display noted. Insulin pump was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, low battery, battery out limit and failed battery test alarms during testing.